Event description:
It was reported that the patient was experiencing inadequate stimulation. X-ray was taken and showed that the paddle lead was off to one side and too low to cover the patients back. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was not returned by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.